Manufacturer narrative:
Further analysis was performed on the main printed circuit board. This analysis could not confirm the active current drain failures found during service and repair of the device. No defect found.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the generator's main clear cover was worn out and would not lock in place, that the upper and lower cases, one control knob, the ring cover and both bail covers were broken, two control knobs were cracked and that the main printed circuit board was out of specification. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.